Manufacturer narrative:
Mw5070760.

Event description:
It was reported that patient presented with premature battery depletion of their implantable cardioverter defibrillator. The pulse generator was explanted and replaced. No further information is available.